Event description:
The ivtm therapy was initiated for a CPR patient using an icy catheter (lot #unknown). The catheter was inserted into the patient's femoral vein, and the insertion was smooth. The target temperature was set to 36°c at the max rate. During the maintenance phase of the ivtm therapy, the customer noted an empty 500 ml saline bag, and no leak was detected. The thermogard xp ivtm system (sn (B)(4)) generated an "air trap warning." At the time of the issue, the temperature was 36°c, and the dwell time was two days. The customer did not complete leak checks as per the IFU. The ivtm therapy was stopped, and the catheter was checked. The physician removed the catheter and placed another central venous line. The customer mentioned that the saline leak was from the icy catheter balloon. The patient's temperature was maintained normothermic by external means. It is unknown whether the customer cleared the "air trap warning." No consequences or impact to the patient. Please see the following related MFR report: MFR 3010617000-2022-00342 for the icy catheter.

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
The ivtm therapy was initiated for a CPR patient using an icy catheter (lot #169512). The catheter was inserted into the patient's femoral vein, and the insertion was smooth. The target temperature was set to 36°c at the max rate. During the maintenance phase of the ivtm therapy, the customer noted an empty 500 ml saline bag, and no leak was detected. The thermogard xp ivtm system (sn (B)(6) generated an "air trap warning." At the time of the issue, the temperature was 36°c, and the dwell time was two days. The ivtm therapy was stopped, and the catheter was checked. The customer mentioned that the saline leak was from the icy catheter balloon and suspected 500 ml of saline infusion into the patient's body. The physician removed the catheter and placed another central venous line. The patient's temperature was maintained normothermic by external means. It is unknown whether the customer cleared the "air trap warning." No consequences or impacts on the patient.